Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we have initiated scar-01742 for apex 1000 ml single chamber bags. During raw material inspection, three particulate matter embedded defects were located, causing a failure of raw material. Nc-12354 has been initiated.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) samples and three (3) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, particulate matter was observed. Through visual examination of the samples received, one particulate matter was observed embedded, measuring between 0.2 and 0.3 mm in each bag, located in the same position identified by the complaint description. The bags were then filled with saline solution and then filtered on a membrane in order to isolate any particles present in the fluid path. The results showed that all the particles remained embedded into the eva material, and they did not detach. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Under review of the production process, no changes have been made to the bag materials, process, or the quality controls. No deviations or anomalies were recorded in the relevant production batches that could explain the issue. Based on the investigation, the reported issue was observed; however, an exact root cause could not be determined at this time. An approved project is in place to further address issues with foreign matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.